Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device was received for examination therefore the reported event could not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot DHR review for casting work order 9578226: product code 150610304 work order 9578226 was manufactured on 25 sep 2020. 24 parts were manufactured per specification and all raw materials met specification. There were no scrap parts associated with lot 9578226. There was no material reprocessing reports (mrr) associated with lot 9578226. There was one nrs (non-conformance records) associated with lot 9578226. Nr-0147467 was opened to introduce a quality inspection of all work orders processed through lasr0019 in the foundry value stream during a set time period, ¿quality to 100% inspect laser marks until omsupdated to include inspection step within the DHR.¿ this nr is unrelated to the complaint failure mode.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via tka for oa with the tibial tray in question. When the purple protective cover was removed, the numbers and marks of the protective cover were left on the surface of the tray. The surgeon opened a new tibial tray, but the condition was the same. However, since the marks were thin, it was used as it was. The surgery was completed successfully and there was less than 30min surgical delay. No further information is available.